Event description:
A severely calcified right coronary artery was pre-dilated with another MFR's 2.0mm ptca balloon that ruptured at 12 atmospheres. Then a 4.0mm diameter x 12mm length medtronic ave s670 over-the-wire stent delivery system, was inserted to the target lesion. Upon inflation of the stent delivery system, the balloon ruptured at 15 atmospheres. The rated burst for the stent delivery system is 15 atmospheres. The stent delivery system was removed and a ptca balloon was inserted to post dilate the lesion. An add'l s670 stent was placed distal to the first stent. The lesion morphology likely contributed to the balloon bursing at rated burst. There was no add'l clinical sequelae reported relative to the event.